Manufacturer narrative:
Device evaluated by MFR.: the device return contained an angiojet solent omni. The assembly, supply line, shaft, saline supply and tip were all visually examined for potential damage. The catheter shaft showed no signs of damage. A functional test was performed. The pump was placed into the ultra drive console but the device gave an under pressure error. The devices pressure was not within normal range. Traces of a water leak were found throughout the shaft, such as rust on the metal tubing. The device was inspected under x-ray and a hypotube break was noted at 31cm from the tip.

Event description:
Reportable based on device analysis completed on 06-january-2022. It was reported that leaks occurred at the pump. The target lesion was located in the popliteal artery. An angiojet solent omni catheter was selected for thrombectomy procedure. However, during the procedure, a leak occurred at the pump when flushing the device. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed a hypotube detached.